Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the patient went into electromechanical dissociation - emd resulting in asystole; the patient was resuscitated. After resuscitation an echocardiogram was performed, which showed a large pericardial effusion; the effusion was drained. Device interrogation revealed right atrial lead exhibited an increase in capture thresholds and decrease in sensing; the device was reprogrammed. The patient was doing well and in stable condition.